Event description:
My bowel was ruptured during jpeg placement for duopa. (Occurred at (B)(6) hospital at (B)(6)). What intended to be an outpatient procedure turned into a 3 month nightmare. The day of surgery (B)(6) 2015 although the surgeon thought he seen some free air in my abdomen, I was sent home that same evening. One week later I returned via ambulance from home to (B)(6) at (B)(6) in septic shock. My b/p was 50/30 per p-emt. I ended up on ventilator for 3 weeks and kidney failure, sepsis. I was transferred to (B)(6) in (B)(6), is also where (B)(6) is located. My neurologist was (B)(6). The following tuesday after placement of jpeg, dr. (B)(6) started duopa and no placement of jpeg confirmed prior to beginning duopa. It was not actually the product but the placement and beginning of product without confirming placement. My neurologist, two reps from duopa and a nurse practitioner all failed me as far as I am concerned. Thank you.